Manufacturer narrative:
The explanted device was returned with no detail regarding the circumstances of its use or the duration of implantation. The cables were fractured at the crimp and there was extensive fraying and loose strands in the package. Both crimps appeared abnormal. One was completely flattened and showed no evidence of the typical crimp "footprint" which suggests another tool was used in place of the sofwire pliers. The other was crimped with the sofwire pliers, but the impression on the crimp suggests an incomplete crimp. That may occur if the crimp is not fully captured in the jaws. As a result of improper crimping, the strength of the crimp fitting was notadequate which could lead to premature failure of the cable construct. In the absence of radiographic/clinical history, we are unable to ascertain if failure of the wires was "premature", or the result of failed fusion.

Event description:
Hangman's fracture treated with c1-c3 fusion-ti frame with this device. Post-op follow-up x-rays showed one broken wire.